Event description:
During routine care two cna's had resident on mechanical lift properly positioned and while resident was up the machine made a noise and lost it's ability to keep resident up causing pt to come down on their legs.